Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had blank display. The customer¿s blood glucose level was unknown. The customer stated that they had change the battery on the pump and was not turning on. The customer stated that the display was blank currently. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions until new battery cap arrives. The insulin pump will not be returned for analysis.